Manufacturer narrative:
(B)(4). The analysis showed that the device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Procedure: lap appendectomy. According to the reporter: staples did not form on tissue. The procedure was converted to open. The doctor continued the case using suture. Delay in surgery time was 30 minutes.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the tittanium blade broken and was retrieved from the patient. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.